Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that one infusion set fell off during use. The event occurred on 06 apr 2024 and infusion set was in use for about three days. The blood glucose was also noticed high with value about 350mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.